Manufacturer narrative:
A product investigation was completed: the returned instruments were examined and for the drill bit, tap and screwdriver shaft the complaint condition of broken tip was confirmed as distal tip on all three instruments were found to have broken tips that were not returned. The guide wire and cannulated screw were retuned stuck together and could not be separated. The guide wire was bent at two points along the shaft of the instrument and is completely wedged inside of cannulated screw. There is also a fragment on top of cannulated screw most likely from the screwdriver shaft as the fragments from drill bit and tap were retrieved. No definitive root cause was able to be determined however the failure mode may be result of the surgeon technique as per the complaint description surgeon kept coming into contact with the threads of the first implanted screw which resulted in the complaint description. Per the technique guide, all the returned parts can be used with the depuy synthes cannulated screw system to be used with 6.5mm and 7.3mm cannulated screws. The 5mm cannulated drill bit is utilized to predrill the cortex prior to insertion of cannulated screws. The cannulated tap is utilized to tap the cortex prior to insertion of cannulated screws. The cannulated hex screwdriver shaft is utilized for power insertion of cannulated in conjunction with the holding sleeve. The 2.8mm guide wire is used to aid in the alignment of the cannulated screw during insertion. The unknown cannulated screw is intended for fracture fixation of large bones and large bone fragments. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the: DHR review for part #310.630 lot #a6h1460 release to warehouse date: 06-aug-1998, supplier- unique. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon visual examination of the returned device, it was determined that the correct part number was 310.63. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional devices involved in the event were also returned to the manufacturer along with the initially complained instruments. Upon visual inspection of the additional devices by the customer quality engineer, it was determined on (B)(6) 2016 that one 2.8mm guide wire was bent and one unknown cannulated screw was stuck on the guide wire. These additional devices were determined to be reportable for the complaint event and were addressed in related reports. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was brought to the operating room due to a hip fracture. The surgeon was using a 7.3 mm cannulated screw set. After the surgeon inserted the first screw, he began drilling the second hole which appeared to be close to the threads of the first screw. While drilling, a 5.0 mm cannulated drill bit interfaced with the threads of the first screw and the drill bit broke off. The surgeon was able to retrieve the fragments. The surgeon also used a cannulated tap that broke when it ran into the screw threads of the first screw. The fragment was successfully retrieved. The hex part of a cannulated hexagonal screwdriver shaft also sheared off when it interfaced with the threads of the first screw. All fragments were retrieved. It is unknown if there was any delay to the procedure. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.